Event description:
Reporting status: death. Reporting rationale: cardiac arrest leading to death. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a cardiac arrest which lead to death approximately seven months after implantation of a 2.5 x 12 mm and a 2.5 x 23 mm rx xience v stent. No additional event or pt info is available.

Manufacturer narrative:
The second rx xience v 2.5 x 23 mm (lot# unk) is being filed under the same manufacturer number. Death is a known adverse event associated with coronary stenting as noted in the rx xience v instructions for use and the risk assessment. Cardiac arrest is also listed as a known adverse event as noted in the risk assessment. These known pt effects are not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem as there was no reported device malfunction during the index procedure. A conclusive root cause for the pt issues and the relationship to the devices, if any, cannot be determined.